Event description:
The patient called alleging that the meter powers off during use. They had replaced the batteries less than a year ago and that battery contacts were in good condition. They replaced the batteries again and the meter still powered off during use. They did not seek medical attention or call their md. Customer service sent patient a new meter. At this time there is no evidence of a malfunction.